Event description:
It was reported by the customer that the insulin pump may have a delivery anomaly. Customer stated the device piston will not rewind and they are unable to insert the reservoir into the reservoir compartment. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).